Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. The device is not cracked as initially reported. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial poly was cracked upon inserting onto the tibial tray. No surgical delay.